Manufacturer narrative:
Continuation of d10: product ID: g03584, product type: guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to maneuver the right inferior pulmonary vein (ripv). Another manufacturer's guide wire was not moving freely in the guide wire lumen and was unable to be retracted or advanced. It was suspected, but not confirmed, that the guide wire was kinked. The catheter and guide wire were removed from the patient, but the guide wire was unable to be removed from the catheter from either direction.  The guide wire was stuck. It was observed that tissue was attached to the guide wire inside of the catheter lumen. The tissue was unable to be removed, but after an additional attempt, the two devices were separated and the tissue was removed. The catheter and guide wire appeared undamaged. The catheter and guide wire were replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file, a video file, and the pscc100 loop catheter with lot number 0012358669 were returned and analyzed. The image file depicted a trace of a specimen from unknown source. The video file showed the specimen being extracted from the distal tip of the catheter (with a guide wire threaded through). Visual inspection was performed and the catheter appeared intact without any visible issues. The array assembly was confirmed to be intact. The extended guide wire lumen appeared intact with no visible artifacts. The shape of the capture device was unremarkable with no atypical features. Another manufacturer's guide wire was received with the catheter. No issues were observed. Mechanical verification of the steering and slide mechanisms showed initial stiffness in the slide control function, but the slide control was still operational. Upon full advancement of the slide control to extend the guide wire lumen, no kinking was observed along the extended portion. The steering function was as expected. The catheter was reprogrammed before connection to the generator via a test cable, and therapy deliveries were successfully performed. Compatibility testing with the returned guide wire was performed without any issues. No issues were observed in insertion or retraction of the guide wire through the catheter. A tissue sample was returned with the catheter in a separate container. High magnification optical inspection was performed. In conclusion, the reported issue of tissue inside the guide wire lumen was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.